Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that 3 terminal connectors were returned; the defibrillation distal leg and proximal legs were severed at 4.5 centimeters from the pin, the is-1 let was severed at 5 centimeters from the terminal pin. The returned lead portions were subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
The right ventricular (rv) lead was returned approximately one and a half years later from another manufacturer. It was noted that the lead was returned severed and in three pieces.

Event description:
Boston scientific received information that the a non-bsc representative reported that therapy from the right ventricular (rv) lead and non-bsc device was inhibited on a ventricular fibrillation (vf) event due to noise. Upon review, many episodes with noise were observed. The patient's care team was likely to bring the patient in for a chest xray, further lead testing and likely a lead replacement procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.